Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A protege everflex self expanding stent was being implanted for treatment of a lesion in the central vein. There was moderate "tortuosity."  The device was prepped as per the IFU with no issues identified. The lesion was pre-dilated. The device passed through a previously deployed stent. There was no resistance encountered while advancing the device. It was reported stent tip migration occurred and the tip moved into the pulmonary artery after stent deployment. Stent tip still remains in the patient's body. The patient is in hospital due to hemoptysis. No further patient injury reported.

Manufacturer narrative:
Image analysis the customer returned 2 images and one video image from pulmonary arteriography image 1: this image shows the protégé everflex device, the image shows the distal end of the device, and it is noted that the distal tip is missing from the device. Image 2: this image appears to be a still capture image from the pulmonary arteriography video clip. Video: images reveal multiple areas of aneurysmal fistula in the left forearm and left upper arm. Venogram reveal stent placement in the left axillary vein and into the left subclavian vein. Images reveal foreign object on ap view of the right lung - which appears likely to be the marker band in the pulmonary vasculature product analysis the device was returned in a deployed state, the distal tip of the device was not returned and the stainless steel rod between the grips was observed to be bent, the device was confirmed from the strain relief the distal tip was not returned with the device, the distal end of the gold-coloured inner was observed to have a kink approx. 25mm from the distal end of the gold inner, the area of detachment was observed to be free from debris and as such appeared as a clean detachment the deployment paddles are approximately 115mm apart. However, this is not a true reading of the space between the deployment paddles due to the bend on the stainless-steel rod between the deployment paddles. A further kink / bend was observed on the blue outer sheath approx. 10mm distal to the strain relief, no functional testing could be carried out due to the condition of the returned device. The distal inner assembly was cut just proximal to the stent retainer to allow further testing. A set of witness marks were noted on the stainless steel hypotube approximately 26mm and 28mm from the distal end of the stainless steel hypotube; indicating that the safety locking pin was properly tightened during manufacturing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.